Event description:
While servicing the device, an authorized bench technician discovered that the device had experienced a charge button failure. There was no reported patient or user involvement and no adverse patient/user impact.